Event description:
The facility reports the pt was being lowered onto the changing bed. Caregiver pushed slightly with her feet on the bed; the whole hoist tipped and fell backwards. The pt was still attached in the sling. The staff member grabbed the hoist and pulled it back up, hurting her wrist in the process.